Manufacturer narrative:
(B)(4). Date sent: 6/7/2021. D4: batch # p9ac2v. H6: component code: mechanical (g04); others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned without apparent damage and no broken parts were observed. Additionally, two scissored clips were returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips without a difficulty noted. The device locked as intended after the last clips were fired. No conclusion could be reached regarding how the returned clips were malformed as the device performed without any difficulties noted and no product defect was identified, therefore, the event described could not be confirmed. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. H2: additional information received: -rep reported the surgeon likes to clip along staple line during robotic sleeve gastrectomy procedure. Rep reported discussing two-stage firing with surgeon. -it is unknown if surgeon applies torque to the device while using in procedure. -it is unknown if any video is available of the procedure. -surgeon has switched to using another manufacturer¿s device. H6: medical device problem code was added due to additional information received: use of device problem (a23).

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure that the clips were scissoring. Surgeon completed the procedure with the second device. There were no adverse consequences for the patient.